Event description:
Graft is designed to prevent clots; patient had this arterial venous (av) fistula graft inserted by surgeon. Heparin solution was utilized. Vendor representative present during procedure (surgeon's initial experience with graft). Within hours it clotted and patient had to return emergently to the or and undergo general anesthesia and have another procedure performed to remove gore graft. Patient was fine after the second procedure.====================== health professional's impression======================graft claims it is designed not to clot. This graft clotted almost immediately after surgery requiring emergency return to surgery. Revision of av graft, thrombectomy, creation of radial cephalic fistula and removal of graft, left arm.====================== manufacturer response for av fistula vascular graft, gore======================vendor first response was to pick up graft. I informed him a report was being filed. He is calling the company to discuss how the vendor desires the graft to be returned and to which department.